Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Unknown imaging was performed on an unknown date and found that the tip of the j-tube was in the stomach. Later, it was reported, "a lot of food was caked on the tip". The device was removed, replaced, and discarded.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d4, h4.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Unknown imaging was performed on an unknown date and found that the tip of the j-tube was in the stomach. Later, it was reported, "a lot of food was caked on the tip". The device was removed, replaced, and discarded.